Manufacturer narrative:
H6: investigation summary; no samples were returned therefore the investigation was performed based on the photos provided. Three photos of 0.3ml, 29 guage bd insulin syringes from lot# 1340357 were provided. The customer reported that the scale printed on the barrel is misaligned. The photos were examined, and all the stoppers were placed between 0-5 units, which falls within specifications. No defects regarding this issue were noted. A review of the device history record was completed for batch# 1340357. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received (scale misaligned). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the scale was marked poorly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a misaligned scale. The dog owner complains that the scale printed on the barrel is misaligned.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the scale was marked poorly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a misaligned scale. The dog owner complains that the scale printed on the barrel is misaligned.